Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-05880. It was reported the pt's scs system was explanted due to being non-beneficial. The ipg was reported under MFR report #: 1627487-2012-10391. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.